Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, and prime test. The device was received stuck in motor error loop during bolus and or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The excessive no delivery test and occlusion test were not performed due to motor error alarms. The device had minor scratched display window, cracked battery tube threads, and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during prime process. Troubleshooting was done. Customer's blood glucose was 13 mmol/l. Customer stated the insulin pump got exposed to x-ray machine. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back up plan per health care provider. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states. (B)(4).